Event description:
It was reported that, approximately one day post successful leadless implantable pulse generator (ipg) implant, the leadless ipg exhibited variable and high thresholds, failure to capture on telemetry strips and was confirmed on chest x-ray to have dislodged and migrated. The leadless ipg was retrieved successfully, and ultimately, replaced with a trans-venous ipg system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.